Event description:
Complainant alleged that during a routine shift check by a clinician, the device screen display was very erratic, and the device was not functional. There was no pt involvement in the reported malfunction.